Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that during patient use, the ventilator's touchscreen was unresponsive and after a power cycle the touchscreen remained blank. There was no patient harm.

Manufacturer narrative:
A vyaire failure analysis lab technician was able to verify the customer's reported issue and isolate the reported problem to a corrupted bootloader. During bench testing, the screen was black and all leds from the switch membrane were lit. The technician cycled the power 5 times and the uim booted up with a black screen every time.